Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A fresenius (B)(4) technician performed an on-site investigation and found fuses melted due to variation in voltage. The technician resolved the no power issue by replacing the fuses. The machine passed functional tests and was returned to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k2 hemodialysis (hd) machine was not able to turn on. The fresenius (B)(4) technician inspected the equipment and found that the fuses had melted due to variation in voltage. The technician replaced the fuses and performed functional tests. The machine functioned correctly. The machine had returned to service. A patient was not connected to the machine at the time of the incident and there was no reported harm or adverse events to any patients because of this malfunction.